Event description:
The customer reported problems with the vertical problem, and there was a loud noise when the buttons were depressed.

Manufacturer narrative:
The ge rep replaced the entire lift column. He tested unit for normal operation. Unit working normally at this time.